Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that after implantation the patient experienced pain, extrusion and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat recurrent rectocele and enterocele and mesh was implanted along with the concurrent procedures of enterocele repair, rectocele repair, cystoscopy, and vaginal vault suspension to uterosacral ligaments.